Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. He reason for call was that they were going for dental surgery today and they turned the implanted neurostimulator off for the surgery. Pt said that their fingers weren't good to do things with so their wife helped them with the equipment. Pt said that their wife had the unit in the sun and she had glanced down and saw that the device had a message saying that the ins was close to the end of its life. Pt did not have the handset present during the call, so pss was unable to verify the message. Pt said that they were struck by lightning and it moved them 18 feet and burned hair off their body. Pt said that the lightning hit their back and came out their legs and feet. Pt said that they couldn't hardly hold onto anything and that the nerves were so bad in their legs that they couldn't sleep or eat any longer so they had the ins implanted for these reasons. Pt thought that the ins was supposed to last 9 years. Pss reviewed with the pt that the ins longevity was based on therapy settings/usage and that there wasn't a set life expectancy. Hcp had retired. Pt said that getting struck by lightning made their teeth brittle and break at the gum line so they had their teeth pulled and they had false teeth. Pt said that the lightning struck them in 1984 and their leg nerves deteriorated over the years and for the last year and a half they were unable to walk or eat and they didn't feel good at all. Pss advised the pt to call ps back with the handset present to review the message that appeared on the handset. Pt stated they had pain and saw message on their handset that said implant battery is almost done. Pt stated they were in pain however and the nerves in their legs are all messed up. Pt stated their mdt rep inspected implant and stated implant should last till (B)(6) 2023, but implant actually only lasted till october. Pt stated they then implanted the rechargeable 97715.